Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in the clinic, loss of capture due to the dislodgement of the left ventricular lead was confirmed via x-ray. The lead was explanted and replaced. The patient's condition was stable.